Event description:
Implanted with the baclofen pump back in 2009 due to right foot having no control, muscle spasms. Have been having pain, electrical discharge through the body and spasms with use of the pump. Have also been in and out of the hospital emergency room, mental institution, overdose and suicidal due to the pain and use of the pump. Stop using the pump about (B)(6) ago and is feeling much better. No longer have suicidal thoughts, spasms or pain.